Manufacturer narrative:
. One unpackaged ar-1927bcf-45, batch 15334901, was received for investigation. The tip of the anchor was observed to be fractured. Functional testing was not performed due to the damage present on the device. The most likely cause of the failure can be attributed to misuse, such as misaligned insertion or prying/leveraging the screw during insertion. The complaint allegation is confirmed. Refer to the attached investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th september 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® a nd one tigerwire®, the anchor broke during insertion. This was detected during use in a left rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully as another new ar-1927bcf-45 was used. Ar-2324ptb and ar-1922p was used to prepare bone socket. Bone quality of patient was normal and no fragments were left in the patient. There was no patient harm and no secondary procedure needed.